Event description:
Bilateral leaking breast implants. A 61 year old white gravida three, para three female, status post bilateral subcutaneous mastectomies for fibrocystic disease with immediate submuscular reconstruction with 255cc gel implants on 12/5/84. She developed painful contracture on the right which was treated with closed capsulotomies early on without success. On 10/10/86, she had bilateral open capsulotomies and replacement with 400 cc gels (per pt - surgitek, no records). Despite this, her symptoms persisted and have increased to involve the whole body. She complains of: arthralgias/myalgias (positive am stiffness), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, hot flashes/sweats, headaches, dental/temporomandibular joint disease, dizziness, visual changes, sicca, memory loss, rashes, sensitivity to sun/cold/chemicals, shortness of breath with cough, "mall" changes, hypothyroidsm, increased cholesterol, weight gain, gastrointestinal/genitourinary disturbances, and easy bruising.